Event description:
It was reported that, after an unknown surgery had been performed on (B)(4) 1985, the patient experienced pain, it is unknown what type of pain. This adverse event was solved by revision surgery on (B)(4) 2021, the physician confirmed that the devices were not defective. Current health status of patient is unknown.

Manufacturer narrative:
Internal complaint reference case- (B)(4).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The contribution of the device to the reported event could not be corroborated. The clinical/medical investigation concluded that, it was reported that 36 years after an unknown hip procedure, the patient experience pain and a revision surgery was performed. Per the complaint details, the physician confirmed that the devices were not defective. It¿s noted within the attachments that no additional clinical/medical information is available. Without supporting medical documentation, a thorough medical assessment cannot be performed. In the event additional medical/clinical records are received, the clinical task may be re-opened, and a thorough assessment will be rendered at that time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, lifetime of the device, joint tightness, material in use, patient reaction or loss of sterility. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.